Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 78mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently in the ER with right leg pain and critical limb ischemia. Upon cta a type ib endoleak of the right limb with enlarging abdominal aneurysm was observed coming from the original stent graft. The physician extended both right and left limbs to hypos to regain seal and the event was resolved. The physician stated the cause of the event was anatomy related; disease progression, loss of seal of right limb in right iliac. No additional clinical sequelae were reported and the patient is fine.